Manufacturer narrative:
It was reported to abbott, a patient underwent a revision to address lead migration. The patient did not report any falls or trauma. Surgery took place where both leads were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2024-07201 it was reported that the patient experienced an scs double cervical lead migration. Surgical intervention may take place at a later date to address the issue.